Manufacturer narrative:
The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced. A root cause for the reported event was not conclusively determined through this analysis.

Manufacturer narrative:
Product #1 pi main [(B)(4)], pi assign [(B)(4)], pi task [(B)(4)]. Relevant event information: technical services reviewed the log file and observed the backup battery faults. The backup battery was exchanged in accordance with approved labeling. An attempt was made to obtain additional information from the customer regarding the event; however, no response was received. Initial observation explanation: the 11v backup battery, serial (B)(4), was returned without system controller, serial (B)(4). The battery returned for analysis in unremarkable condition. Investigation process: a review of the downloaded log file from the returned controller showed 256 events spanning approximately 2 days (15sep2019 ¿ 17sep2019 per time stamp). The fixed speed was set to 5300 rpm and the low speed limit (lsl) was set to 5100 rpm. The pump maintained a speed above the lsl without issue while the driveline was connected. The backup battery fault alarm activated on (B)(6)2019 at 07:41 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage (doc #1007037, rev. 4.12 ¿system diagnostics and performance monitoring¿). Each time the load test failed, the loaded voltage measured ~11.03v and the unloaded voltage measured ~12.14v. The alarm remained active until 07:59 when the battery was exchanged. Prior to the failed load test the controller passed multiple load tests without issue. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned 11v backup battery was tested using the investigation process reference form (doc. #10006476 rev. A) and was found to have a backup battery fault when it was first tested. This alarm was not reproduced again and performed as intended. The battery returned with a measured voltage of 12.18 volts. The backup battery was able to appropriately operate a pump for at least 15 minutes and did not cause any atypical alarms during testing. The backup battery was manufactured on 15nov17 and was therefore not past its expiration date. Product #1 pi main [(B)(4)]. The reported event of a backup battery fault was confirmed. A review of the downloaded log file from the returned controller showed 256 events spanning approximately 2 days ((B)(6) 2019 per time stamp). The backup battery fault alarm activated on (B)(6) 2019 at 07:41 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. Each time the load test failed, the loaded voltage measured ~11.03v and the unloaded voltage measured ~12.14v. The alarm remained active until 07:59 when the battery was exchanged. Prior to the failed load test the controller passed multiple load tests without issue. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. 11v backup battery, serial (B)(4), was returned with a measured voltage of 12.18 volts. When it was first tested, it was found to have a backup battery fault that was later not reproduced. The backup battery was then able to appropriately operate a pump for at least 15 minutes and did not cause any atypical alarms during testing after the first one. The battery was manufactured on 15nov2017 and was therefore not past its expiration date. A root cause for the reported event was not conclusively determined through this analysis.

Event description:
On (B)(6) 2019, log files submitted, backup battery faults and backup battery not installed. It looks like the battery was replaced or the ribbon cable was reseated. Additional information reported that the patient had a backup battery fault prior to coming to the hospital and changed out the system controller. The patient has had 5 back-up battery fault alarms with only battery replacements. The entire controller was replaced at this time and he was issued a new controller. Log files submitted revealed the backup battery faults mentioned. The driveline was disconnected at that point and the controller was changed out. There were no other unusual events seen within the log files. No further information was provided.